Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 14.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic. The lead was explanted and replaced. No adverse consequences were reported.